Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: ¿reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure.the inflow tract was patient and there were two runoff vessels.the lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %.the post-procedure imaging showed 0 % diameter stenosis left in the study lesion.the physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done.this was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on 21-mar-2017¿ device evaluation: the ziv6-35-80-7.0-100-ptx device involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the patient had the following pre-existing conditions: coronary artery disease, hypertension, hypercholesterolemia. The customer was contacted to provide images of the event. The investigation will be updated if the images are provided and reviewed. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the patient pre-existing conditions. From customer testimony, the patient had hypertension and hypercholesterolemia, which could have caused or contributed to the thrombosis. However, as the images have not yet been received and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that thrombosis of the implanted stent is a known possible adverse event, as per the instructions for use. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the images are returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient required an arterial bypass as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This MDR report is being submitted due to serious injury. Surgical intervention performed due to an occlusion found. Reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on (B)(6) 2017.

Event description:
This MDR report is being submitted due to serious injury. Surgical intervention performed due to an occlusion found. Reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on (B)(6) 2017.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This MDR report is being submitted due to serious injury. Surgical intervention performed due to an occlusion found. Reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on (B)(6) 2017.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: 3005580113. Problem statement: ¿reason for trackwise entry: sae(occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa. The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv ration of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on 21-mar-2017¿ device evaluation: the ziv6-35-80-7.0-100-ptx device of lot number c1098260 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the patient had the following pre-existing conditions: coronary artery disease, hypertension, hypercholesterolemia images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: is the complaint confirmed? Yes. Ziv6-35-80-7.0-100-ptx stent occlusion was confirmed on cta. The secondary intervention was unusual in that it was performed through an antegrade cutdown of the adductor canal superficial femoral artery (sfa) with a sheath directed into the smart stent. The reported bypass was likely anastomosed between the occluded ptx stent and the smart stent. Typically, the entire segment would have been bypassed with the distal anastomosis performed at the below-knee popliteal artery. Although the unusual approach allowed for an above-knee distal anastomosis, the bypass depends on the patency of the smart stent and most likely an additional stent. Observation of device effects, relative to the patient's anatomy: none. Observation of device effects, relative to the disease state: none. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Other (as requested in complaint review intake form): none. Findings: 1.a pre-secondary intervention cta and a few photocopied images from the secondary intervention are provided along with the complaint report. 2.instead of an occlusion, the right sfa study lesion was reported as a 50-99%stenosis, demonstrating a peak systolic velocity ratio of 40. 3.the next day the study lesion was occluded on cta. The lesion consisted of moderate, 50%, 3cm long stenosis of the mid sfa leading into the zilver ptx stent. The proximal most 2cm of the stent was patent to a small muscular branch filled through the stent interstices. The remaining stent was occluded with the occlusion extending distal to the stent another 2.4cm before reconstituting at the adductor canal. At the adductor canal/popliteal artery (pa) junction, the sfa reconstituted 1.4cm proximal to a severely narrowed, 4cm long, above-knee pa smart stent. A near occlusive stenosis of the distal smart stent extended into the downstream pa another 1.6cm. The pa lumen diameter collapsed to generally 2.4mm, except at the knee joint where it was reduced to 1.5mm. The anterior tibial artery was patent into the foot. The posterior tibial artery occluded at mid­calf and the peroneal artery at the mid-distal calf. 4.other than the sfa stenosis leading into the zilver ptx stent, inflow was normal. 5.on the secondary intervention three days later, the images demonstrate antegrade access via a cutdown into the adductor canal between the zilver ptx stent and the smart stent. The first image confirmed the severe stenosis through the smart stent. The second demonstrated improvement with residual dissection, indicating angioplasty. The third and final image demonstrated dissection resolution. Implantation of a stent through the segment was likely, given the dissection resolution and what likely are faint stent markers. Impression: ziv6-35-80-7.0-100-ptx stent occlusion was confirmed on cta. The secondary intervention was unusual in that it was performed through an antegrade cutdown of the adductor canal superficial femoral artery (sfa) with a sheath directed into the smart stent. The reported bypass was likely anastomosed between the occluded ptx stent and the smart stent. Typically, the entire segment would have been bypassed with the distal anastomosis performed at the below-knee popliteal artery. Although the unusual approach allowed for an above-knee distal anastomosis, the bypass depends on the patency of the smart stent and most likely an additional stent. The complaint is confirmed as stent occlusion was confirmed in the imaging review. The imaging review was forwarded to clinical to determine a possible root cause for this complaint. The following comments were received: ¿I would suggest the possible root cause be device related as well as patient¿s pre-existing conditions, especially patients with diabetes, smoking and hypercholesterolemia. Patient¿s diet and life-style play a crucial role in the disease progression which leads to stent occlusion as majority patients would not change unhealthy diet or life-style even with indwelling stents.¿ however, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It should be noted that arterial thrombosis is a known potential adverse event as listed in the instructions for use. Document review ziv6-35-80-7.0-100-ptx device of lot number c1098260 contains zvsp6-80-7.0-100-is (zilver ptx) of lot ch1085095. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number (B)(4). Summary: the complaint is confirmed as stent occlusion was confirmed in the imaging review. The risk for this complaint is risk category I/high risk. According to the initial reporter, the patient required an arterial bypass as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This MDR report is being submitted due to serious injury. Surgical intervention performed due to an occlusion found. Reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on 21-mar-2017.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd. (Manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section f.3 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Problem statement ¿reason for trackwise entry: sae(occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa. The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv ration of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on (B)(6) 2017¿ device evaluation the ziv6-35-80-7.0-100-ptx device of lot number c1098260 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the patient had the following pre-existing conditions: coronary artery disease, hypertension, hypercholesterolemia images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: is the complaint confirmed? Yes, ziv6-35-80-7.0-100-ptx stent occlusion was confirmed on cta. The secondary intervention was unusual in that it was performed through an antegrade cutdown of the adductor canal superficial femoral artery (sfa) with a sheath directed into the smart stent. The reported bypass was likely anastomosed between the occluded ptx stent and the smart stent. Typically, the entire segment would have been bypassed with the distal anastomosis performed at the below-knee popliteal artery. Although the unusual approach allowed for an above-knee distal anastomosis, the bypass depends on the patency of the smart stent and most likely an additional stent. Observation of device effects, relative to the patient's anatomy: none observation of device effects, relative to the disease state: none observation of significant findings relative to the use of the device: none observation of additional device findings relative to the clinical perspective: none other (as requested in complaint review intake form): none findings: 1.a pre-secondary intervention cta and a few photocopied images from the secondary intervention are provided along with the complaint report. 2.instead of an occlusion, the right sfa study lesion was reported as a 50-99%stenosis, demonstrating a peak systolic velocity ratio of 40. 3.the next day the study lesion was occluded on cta. The lesion consisted of moderate, 50%, 3cm long stenosis of the mid sfa leading into the zilver ptx stent. The proximal most 2cm of the stent was patent to a small muscular branch filled through the stent interstices. The remaining stent was occluded with the occlusion extending distal to the stent another 2.4cm before reconstituting at the adductor canal. At the adductor canal/popliteal artery (pa) junction, the sfa reconstituted 1.4cm proximal to a severely narrowed, 4cm long, above-knee pa smart stent. A near occlusive stenosis of the distal smart stent extended into the downstream pa another 1.6cm. The pa lumen diameter collapsed to generally 2.4mm, except at the knee joint where it was reduced to 1.5mm. The anterior tibial artery was patent into the foot. The posterior tibial artery occluded at mid­calf and the peroneal artery at the mid-distal calf. 4.other than the sfa stenosis leading into the zilver ptx stent, inflow was normal. 5.on the secondary intervention three days later, the images demonstrate antegrade access via a cutdown into the adductor canal between the zilver ptx stent and the smart stent. The first image confirmed the severe stenosis through the smart stent. The second demonstrated improvement with residual dissection, indicating angioplasty. The third and final image demonstrated dissection resolution. Implantation of a stent through the segment was likely, given the dissection resolution and what likely are faint stent markers. Impression: ziv6-35-80-7.0-100-ptx stent occlusion was confirmed on cta. The secondary intervention was unusual in that it was performed through an antegrade cutdown of the adductor canal superficial femoral artery (sfa) with a sheath directed into the smart stent. The reported bypass was likely anastomosed between the occluded ptx stent and the smart stent. Typically, the entire segment would have been bypassed with the distal anastomosis performed at the below-knee popliteal artery. Although the unusual approach allowed for an above-knee distal anastomosis, the bypass depends on the patency of the smart stent and most likely an additional stent. The complaint is confirmed as stent occlusion was confirmed in the imaging review. The imaging review was forwarded to clinical to determine a possible root cause for this complaint. The following comments were received: ¿I would suggest the possible root cause be device related as well as patient¿s pre-existing conditions, especially patients with diabetes, smoking and hypercholesterolemia. Patient¿s diet and life-style play a crucial role in the disease progression which leads to stent occlusion as majority patients would not change unhealthy diet or life-style even with indwelling stents.¿ however, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It should be noted that arterial thrombosis is a known potential adverse event as listed in the instructions for use. Document review ziv6-35-80-7.0-100-ptx device of lot number c1098260 contains zvsp6-80-7.0-100-is (zilver ptx) of lot ch1085095. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1098260, ch1085095) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1098260. Summary the complaint is confirmed as stent occlusion was confirmed in the imaging review. The risk for this complaint is risk category I/high risk. According to the initial reporter, the patient required an arterial bypass as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Correction report being submitted due to query received from the FDA on the 13-apr-2021 that follow up #3 MDR report was missing. Follow up #3 was submitted however section g of the report indicated it was an follow up #4. This MDR report is being submitted due to serious injury. Surgical intervention performed due to an occlusion found. Reason for trackwise entry: sae (serious adverse event - occlusion) definitely related to the device. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa (superficial femoral artery). The lesion status was de novo with moderate calcification. No thrombus was observed pre-procedure. The inflow tract was patient and there were two runoff vessels. The lesion length was 60 mm and the proximal rvd (reference vessel diameter) was 7 and distal rvd was 7 mm. The percentage diameter stenosis in study lesion was 90 %. A bare balloon angioplasty was performed prior to index procedure. Following pre-stent treatment, the percentage diameter stenosis was 45 %. The post-procedure imaging showed 0 % diameter stenosis left in the study lesion. The physician was satisfied with the quality and performance of the study device. There were no difficulties using stent or delivery system. On (B)(6) 2016 (58 days post-procedure), the follow-up clinical assessment revealed patent study lesion and a study leg rutherford classification of 0. The patient was still taking apixaban. On (B)(6) 2017 (221 days post-procedure), the patient underwent a procedure due to a device related thrombosis in the right sfa (study lesion). A thrombus was retrieved from the lesion and an ultrasound showed a psv (pressure support ventilation) ratio of 40. The patient did experience rapid clinical symptoms of the thrombus. The treatment was a surgically performed bypass (femoro-popliteal) and the original study lesion was bypassed. Also, a vascular repair was done. This was considered definitely related to the device and probably related to the procedure. No device malfunction was seen. This event was considered resolved on (B)(6) 2017.